Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a distributor regarding a patient receiving intrathecal therapy via an implantable infusion pump. The drug used was noted as not applicable and the indication for use was not noted. It was reported that the rotor of the pump motor stopped. The investigation was to be performed and further details would be supplied after the patient was admitted to the hospital on (B)(6) 2015. There was no harm, injury, or death. No action was required, as a result of the event. The product remained in the patient; however it was also noted that the product would be returned for analysis. Additional information was received from the distributor on 2015-12-17, noting that the healthcare provider (hcp) was contacted for additional information and the distributor was still waiting on an answer. Missing information was requested regarding serial numbers, device clarification, symptoms experienced, troubleshooting, actions interventions, device status, drug/concentration/dose/lot, concomitant medications, medical history, diagnosis for use, and a resolution. Should additional information be received, a follow-up will be submitted.